Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier had failed. A field service engineer (fse) shut down and rebooted the device. While testing biometric identifier in the hardware test application, the biometric identifier appeared but failed. The fse unplugged and reconnected the biometric identifier, checked for updates in device manager, device was up to date, and retested in the hardware test application, which passed successfully. After rebooting the application, the customer logged in using biometric identifier and refilled medication in the drawer. All tests were successful. Customer was able to login using biometric identifier and then refilled medication in the drawer. Nursing staff member also logged in successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID had failed, requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.